Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Patient dissatisfied with visusal accuity. Lens exchanged for a toic lens on (B)(6) 2023 and problem resolved.